Manufacturer narrative:
A siemens customer service engineer (cse) specialist was dispatched to the customer site. After evaluating the instrument, the cse cleaned the system, drains and heterogeneous module (hm) probe. The cse replaced the hm wash pump and checked the alignments and cuvette formation. The cse cleaned the baseplate and ran quality controls, which were acceptable. A siemens headquarters support center (hsc) specialist reviewed the instrument data and recommended the customer to perform the centrifugation as per the tube manufacturing specifications. The cause of the discordant, falsely elevated ltni result on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely elevated cardiac troponin I (ltni) result was obtained on one patient sample on a dimension xpand plus with hm instrument. The discordant result was reported to the physician(s). The customer tested two different sample tubes from the patient on the same instrument, resulting lower both times. The original sample was also repeated on the same instrument, resulting lower. It is unknown if the repeat results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated ltni result.